Manufacturer narrative:
H2) additional information in section a. H3, h6) a clinical analysis was performed. The investigating team concluded that, while the original plan for right l4 was unavailable and could not be confirmed whether the deviation resulted from medial skiving. Soft-tissue pressure applied to the tools during I nstrumentation was the most likely contributing factor. Following a detailed analysis and the exclusion of other potential causes, including system inaccuracies, platform shift, and patient shift, soft-tissue pressure is considered the primary factor leading to the observed medial deviation at right l4. Codes b01, c13, and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction made to section g2, PMA / 510(k) #. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy. It was stated that during navigation, the trajectories appeared to be accurate, but after placing t4 screw on the right side, the surgeon was notified by neuro-monitoring team that they had lost readings of the patient's right leg. After taking an image to confirm screw placement, the screw appeared to be placed medially by an unknown amount of units. They took out this screw and abandoned use of the robot and closed the patient. They re-placed this screw using the medtronic navigation system during a follow up surgery on (B)(6) 2025. The patient was being monitored for paralysis on the right leg. Surgical delay was noted as 5-10 minutes. Additional information received from a manufacturer representative reported that the site registered once, but the c-arm bumped the robot on the way out, so they had to register a second time. It was also noted that the planned trajectory at t4 on the right, was originally within the preferred parameters for an open case, however, upon drilling at the original trajectory the doctor felt they were too medial. The doctor decided to take a more lateral approach. Additional information was received. The deviation could not be assessed because the only image captured of the screw was not saved, resulting in no available reference to evaluate the deviation.

Manufacturer narrative:
H6) clinical data was received and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.